Manufacturer narrative:
(B)(6).

Event description:
A report has been received from a hemodialysis user facility. Initially, it was learned that a pt has had a reaction with use of this dialyzer. It was learned and confirmed on (B)(6) 2011 of the following new info: the pt initially had symptoms of syncope x2, his blood pressure dropped, then he became non-responsive. They tried to restart the treatment 2 times using the same dialyzer with same reaction reported. The pt was hospitalized. At this hospital, the pt was then changed to a different manufactured brand of dialyzer where the pt was reported as doing well. This pt is now back at his clinic. Currently, this pt is on the f180. It was reported that the pt is able to tolerate re-use. Per the nurse, this pt reacts to dry packs or 0 re-use. Currently, the pt is receiving further dialysis with re-use for this episode, it was identified they used a 0 re-use and he reacted. It was also learned that after a while, they would put him back on the same dialyzer and he did ok. There is no sample available for an evaluation. Of note: the info that has been received is limited. Attempts have been made for additional detail of this event. Currently this pt is fine, was discharged to the outpatient hemodialysis unit. No further info has been received. The pt has been on dialysis for 2 years.